Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak luer-lok syringe had a deformed stopper. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿when using a 30ml luer-lock syringe by the chemotherapy reconstitution service, we noticed that the seal was defective."

Manufacturer narrative:
Investigation: one photo sample and one physical sample was provided to our quality engineer team for review. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. The product was dissembled, not observing and damage or defect in the plunger rod that could have caused this issue. A device history was performed and found no no-conformances related to the reported issue during product of batch 1901217. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A vision system was recently installed to detect this issue, the reported lot manufactured prior to the implementation of this system.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had a deformed stopper. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿when using a 30ml luer-lock syringe by the chemotherapy reconstitution service, we noticed that the seal was defective."

Manufacturer narrative:
Investigation: one photo sample was provided to our quality engineer team for review. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during product of batch 1901217. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A vision system was recently installed to detect this issue, the reported lot manufactured prior to the implementation of this system.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had a deformed stopper. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿when using a 30ml luer-lock syringe by the chemotherapy reconstitution service, we noticed that the seal was defective."